Event description:
I used renu with moistureloc for the first time from 03/30/06 - 04/11/06. My eyes started excessively tearing for two hours. Followed by redness swollen, and my right eye had blurred vision. I went immediately to my eye dr of 15 years. I had bacteria on the corneas. I was treated with eye drops called zymar. This is my first eye infection.